Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen was blank during unknown phase/cycle of dialysis. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did make any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank; the reported issue is not a result of the supplies. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. There was patient involvement however there was no harm or adverse event reported. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. Internal inspection of the cycler found a short on t1 of the inverter board with lot code 2211 which reflects the transformer has p155 insulation thickness. Inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and display became operational. Touch screen test failed. Failure traced to: display turns red upon startup. Replaced front panel assembly and the device works as intended. Voltage verification check, system air leak test passed. Failure traced to unable to build vacuum due to pneumatic valve 26 won't actuate. Replaced valve 26 and completed test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. Cause of observed dried fluid could not be determined. No discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.